Event description:
It was reported that an ilet user experienced high glucose after announcing a meal and consuming more food than expected, resulting in a blood glucose value of 346 mg/dl; education and troubleshooting on correct meal size entry were completed. Symptoms included no reported clinical effects and the patient remained asymptomatic. Outcomes included no medical intervention, no hospitalization, and no long-term impact. Investigation included user interview and troubleshooting review focused on meal announcement accuracy and device use. Investigation of this case revealed use error related to incorrect meal size entry, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.